Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. During testing the representative found that the motion batteries were very low and couldn't recharge. It was also found that the x-stage cover was preventing the system from docking. Motion batteries were installed, and the x-stage cover was re-adjusted. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the imaging system stopped moving when driving between storage and the surgery suite. The system did not shut down when this happened, and a restart fixed the issue. It was noted that this has happened multiple times. It was also noted that the batteries were charged when this issue occurs. There was no patient present when this issue was observed.